Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and with broken belt clip slot.

Event description:
Customer reported the insulin pump kept alarming failed battery test after a low battery alarm. Customer was inserting new batteries with out clearing the alarm. Customer's blood glucose was 150 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised of how to properly store the batteries and which ones to use. The battery cap, battery compartment, or spring weren't damaged, corroded, nor missing. Customer was advised to insert a new battery and the device alarmed again. Customer was advised to revert to back up plan. No further information reported.